Event description:
It was reported that during pre-flushing of a newly unpacked catheter, a rupture and fluid leakage were discovered approximately 3 cm from the distal end, near the lateral valve position. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact root cause could not be determined. One 3 fr groshong catheter with a stiffening stylet was returned for evaluation. An initial visual observation revealed the catheter was returned with the stylet inserted and some use residue was observed. The stylet appeared to be slightly kinked just distal to the metal cannula of the flushing hub. A functional test or flushing the catheter with water using a 12 ml syringe was performed, and a leak was observed near the distal end of the catheter. A microscopic observation revealed the split where the leak was found had a circular shape and even edges on the outer wall of the catheter. The fracture surface appeared to be somewhat rough. The catheter was dissected for inspection of the inner wall, and the edges of the split were observed to be rough. No additional damage was observed on the inner wall of the catheter. The morphology and features of the split made it difficult to determine the exact root cause of the leak. Possible causes include damage due to catheter and stylet manipulation; however, without further evidence, this complaint was determined to be cause unknown. This complaint will be recorded for future trending and monitoring purposes.